Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user's ilet displayed a persistent ¿charge ilet¿ message and the device was on high glucose while the pump was uncharged. After trying multiple outlets, the device began to charge and the user planned to reconnect. Symptoms included hyperglycemia peaking at 400 mg/dl. Outcomes included troubleshooting and user education with the device remaining in use without transition to alternative therapy, and no hospitalization. Investigation included customer interview and telephone support-led troubleshooting. Investigation of this case revealed the user did not revert to alternative therapy after a low battery and outlet or connection-related charging failure occurred, which resolved when a functional power source was used. It was concluded, based on previously established findings for similar reports, that the cause was user-related charging interruption with device performance restored upon proper power connection.